Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that multiple malfunction alarms occurred. According to the customer, the pump was exposed to water prior to the malfunction alarm occurring. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 167 mg/dl.